Event description:
This spontaneous report was received on (B)(6) 2011 from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history. The concomitant medications included womens vitamins once a day since one week. On (B)(6) 2011, the consumer used k-y brand tingling jelly (lot number 0031c, expiration date 01-apr-2013) and k-y brand liquid personal lubricant (lot number 1871c, expiration date 01-jun-2013) both the devices in the morning topically, tablespoon amount once for lubrication. Within one hour, she developed vaginal swelling, burning sensation, feeling dizzy, shaky and throat swelling associated with difficulty breathing. The consumer applied an ice pack and lidocaine spray to the vaginal area. On the same day, the consumer discontinued the use of both the devices and the events of vaginal burning sensation, dizzy feeling, throat swelling and breathing difficulty resolved. The events of vaginal swelling and shaky feeling did not resolve. This report was assessed as serious (medically significant). The company causality was assessed as possible.

Manufacturer narrative:
The date of this submission is (B)(6) 2011. This closes out this report unless other additional significant information is received. This is an initial submission for the second product in this case. The manufacturer report number for this submission is 2214133-2011-00008. The initial submission for the first product in this case had the manufacturer report number 2214133-2011-00007.